Manufacturer narrative:
This report is submitted on september 19, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use, reprogramming attempts were made however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.